Manufacturer narrative:
Visual examination of the returned device found the shank had fractured and separated from the screw head and tulip head. The fractured polyaxial screw was subsequently submitted for fracture analysis. Optical imaging of the fractured surface shows two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the screw breaking postoperatively cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is fatigue failure due to stress being placed on the screw over an extended period of time. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had l4-s1 fusion (B)(6) 2016 and at some point in post op follow up the x-ray showed the patient's right s1 screw had sheared off just below the head. The head is still attached to the rod and set screw and all will be returned for investigation. Revision surgery performed on (B)(6) 2017 to replace broken screw.